Manufacturer narrative:
No device was returned for evaluation. The reporter provided product photographs; examination of these could not confirm the reported issue. During production this device type is 100% functionally tested for cuff inflation and symmetry prior to release.

Event description:
It was reported the device cuff did not inflate symmetrically. The reporter stated t16 ml of fluid had to be added until an adequate tracheal seal was obtained. No adverse effects reported.